Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during insertion of a 14 fr esheath from the left femoral artery by cutdown approach, it felt like the sheath hit a projection between external iliac artery and common iliac artery. After that, there was no resistance felt and the esheath was inserted. There was no resistance felt at insertion of the delivery system. A 23 mm sapien 3 valve was deployed with 1 ml less contrast than nominal inflation volume. The delivery system and esheath were removed without any resistance felt. After the removal of the esheath, it was found the tip was torn and damaged. The torn tip of the esheath was attached to the esheath body. Access vessel blood flow was good. It was decided as there was no missing part of the esheath in the vessels. The insertion site was closed. From insertion of the esheath to completion of the procedure, the blood pressure was maintained around 70-90 mmhg and there was no tremendous change in hemodynamics. There was no patient injury reported. There was calcification detected partially from external iliac artery to common iliac artery, however, there was no projection-like calcification detected. Also there was no severe tortuosity from external iliac artery to common iliac artery. There was no remarkable factors anatomically. There was no abnormalities noted along the liner and the shaft after removing the esheath from packaging or during device preparation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Imagery of the device and patient anatomy were provided for review. It was noted that the distal tip of the esheath was torn radially. Per the patient¿s 3mensio report, the access vessel was calcified and undersized. The access vessel degree of calcification was mild, the degree of tortuosity was mild, and the minimum luminal diameter was 5.3mm. The device was returned to edwards lifesciences for evaluation. During visual inspection it was observed there was bunching of the distal section of strain relief material, scratches on the sheath shaft and strain relief, gouges on inner diameter of torn sheath tip and radial tearing of the sheath distal tip. No material separation was noted. Proper score lines were present on the sheath distal tip. However, the sheath tip did not open properly along axial score line. Due to the nature of the complaint, no functional testing or dimensional inspection was able to be performed. Evaluation of the device revealed that score lines were present on the sheath distal tip. However, the sheath tip did not open properly and tore. Tearing of the sheath distal tip may be caused by factors related to design/manufacturing of the sheath (e.g. Location of tip score lines, depth of tip score lines). These factors may lead to improper expansion of the sheath distal tip during delivery system insertion, contributing to the failure mode. However, a definitive root cause is unable to be determined at this time. Per the report, the sheath hit a projection once between external iliac artery (eia) and common iliac artery (cia). After that, there was no resistance felt. Review of provided imagery revealed that the patient access vessel was calcified and undersized between the eia and cia. Per the procedural training manual ¿push force can vary due to vessel diameter and degree of calcification¿. Scratches along the sheath indicate device interaction with access vessel calcification. Although a definitive root cause was unable to be determined, available information suggests patient factors (calcification, access vessel mld) contributed to the complaint events. The following were reviewed for instructions/guidance for preparation and use of the devices: the edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. Sheath insertion: the proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation. Additional considerations: know position of sheath tip in the aorta. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not force sheath. Once inserted, suture the sheath in place. Delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1? 2 cm. Note: in expectation of high friction, use short movements. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review revealed no other complaints relating to ¿sheath distal tip ¿ torn¿ and one complaint relating to ¿sheath shaft ¿ insertion difficulty- in patient¿. Review of complaint history revealed that the occurrence rates did not exceed the november 2019 control limit for the trend categories. Complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. The complaint for sheath distal tip ¿ torn was confirmed. No manufacturing non-conformances were identified during evaluation. A definitive root cause was unable to be determined. However, potential factors related to device design/manufacturing may have contributed to the failure mode. Risk assessment was previously initiated to investigate the failure mode and assess associated risks. No defects were identified and no corrective or preventative action is required; the issue will continue to be monitored. The complaint for sheath shaft ¿ insertion difficulty ¿ in patient was unable to be confirmed. No manufacturing non-conformances were identified during evaluation. Although a definitive root cause was unable to be determined, available information suggests patient factors (calcification, undersized access vessel) contributed to the complaint events. No labeling or IFU inadequacies have been identified. Since no defects were identified, no corrective or preventative action is required.